Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device which identified that the delivery catheter pod was separated. Follow-up was performed and the site reported that the separation occurred during preparation for shipment. The reported deployment issue and difficulty to remove were not able to be confirmed due to the returned condition. The investigation determined that the reported difficulties occurred due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid internal carotid artery with heavy tortuosity and 80% stenosis. A non-abbott guide catheter was advanced toward the left carotid ostium. An emboshield nav 6 embolic protection device (epd) was prepared per the instructions for use (IFU). The epd was advanced toward the target lesion. Resistance was felt while pulling the pull handle and the filter partially deployed. The physician decided to continue the procedure using the epd as a guide wire. A 4x20mm trek balloon was used to perform angioplasty and a 10x8x40mm xact stent was successfully implanted. Resistance was noted during withdrawal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.